Event description:
This retrospective pregnancy case was reported by an other and describes the occurrence of device expulsion ("migration of essure and implantation into uterus"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ciprofloxacin on (B)(6) 2012 for urinary tract infection. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain in lower abdomen"), dysmenorrhoea ("severe menstrual cramps"), abdominal distension ("bloating"), fatigue ("fatigue"), dermatitis allergic ("skin allergies"), alopecia ("hair loss"), pelvic pain ("chronic pain"), headache ("headaches"), weight increased ("weight gain"), drug hypersensitivity ("allergic reactions to medications") and back pain ("severe back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, dysmenorrhoea, abdominal distension, fatigue, dermatitis allergic, alopecia, pelvic pain, headache, weight increased, drug hypersensitivity and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, alopecia, back pain, dermatitis allergic, device expulsion, drug hypersensitivity, dysmenorrhoea, fatigue, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Most recent follow-up information incorporated above includes: on 10-jul-2017: correction was done on 10-jul-2017 following company internal coding review, the event miscarriage was coded to meddra llt spontaneous abortion where as device ineffective and pregnant with essure micro-insert was captured as different events. The event heavy bleeding was coded to meddra llt genital haemorrhage. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.